Event description:
It was reported that the doctor deployed the fluency plus through a 9fr cordis introducer into a stenosis of the cephalic arch.the doctor had a very difficult time removing the system through the introducer sheath.the doctor forced it into the sheath,causing the distal marker band to shear off and ripped the proximal inner catheter.the catheter & introducer were finally removed from the patient as one unit, with no pieces left behind.the doctor stated he did not try to recapture the stent/catheter once it was deployed.this was the doctor's first use of the product.